Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress was observed. During device prep, the faradrive steerable sheath showed no issues. The sheath was brought to the table and inserted into the body and hooked up to a pressure bag when the physician observed air ingress at the stopcock. No air entered the patient and air ingress was diverted to the waste bag on manifold. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.